Manufacturer narrative:
The device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: during testing, all of the keypad buttons were found to respond appropriately. The keypad cover was opened and there was no evidence of contamination found under all key contacts. The pump¿s cover was removed and no damage was found to the keypad flex/connector. The keypad connector latch was found to be secure. Moisture corrosion was observed in the battery compartment. The original complaint of a keypad response issue was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked near the top left corner of the grip pad. A leak test was performed and a leak was identified in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that the ok/enter button was under-responsive and that moisture ingress was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.